Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Through visual inspection of the photograph, it was not possible to determine if the sample corresponded to product code 2n3328 or 2n3339 and it was not possible to identify if the device leaked. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Catalogue #: the reporter stated that the device was one of the two following product codes: 2n3328 or 2n3329. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after drawing blood from the interlink site of an interlink set, the site leaked. The reporter stated that the blood was drawn using a large blunt needle. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.